Event description:
It was reported that the patient presented in the hospital for normal follow up. A ventricular capture test was performed and the atrium paced. A lead dislodgement was observed via fluoroscopy. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.